Event description:
This is an olympus loaner device returned by the customer after use. There is no harm reported to any patient or persons. Upon inspection of the returned device, there was image noise upon operating the up/down knob. Upon further evaluation of the device, it was noted that the device image disappears at an angle and returns. This medwatch is being submitted for the reportable issue of image disappearing at angle as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device image disappears at an angle and returns. This is attributed to a cable issue. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.